Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon cancelling treatment, patient removed the cassette and found a fluid leak. The fluid was coming out of the cassette door compartment and the patient stated there was water all over the black pumps. Patient had no adverse effects from the event. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations of nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.